Manufacturer narrative:
Entire form filled out by MFR.

Event description:
(B)(6) 2015 received explanted lead from st jude medical. No explant information provided. Investigational letters sent to implanting physician and center. Following physician information not available.